Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) lead channel two days after implant. This resulted in pacing inhibition. According to the physician, this was attributed to the input port on the device header as troubleshooting with the rv lead proved that the lead was fully functional with normal lead measurements and specifications. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) lead channel two days after implant. This resulted in pacing inhibition. According to the physician, this was attributed to the input port on the device header as troubleshooting with the rv lead proved that the lead was fully functional with normal lead measurements and specifications. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.